Manufacturer narrative:
(B)(4). The lot# is unknown. Potential lot# reported as - 13f17b0398.

Event description:
The customer reports that when the physician pulled the wire back, the device kinked on itself. The wire would not exit the lumen and the physician was forced to gain a second access to complete the procedure which was already almost completed. No patient injury or consequence reported. Therapy was delayed/interrupted as a result of the alleged issue.

Manufacturer narrative:
(B)(4). The customer returned a 7 fr ptd catheter and a ptd rotator for evaluation. The samples both showed evidence of use. Visual examination of the ptd catheter revealed that the outer and inner coils of the catheter body had unraveled and become deformed directly adjacent to the basket connector. The clear shrink tubing that typically extends to the base of the basket connector was present on the catheter body but was 21mm from the connector. Initially the orange lumen of the basket was housed within the connector assembly as expected. After functional rotating of the basket, the orange lumen became dislodged from the connector and curved/kinked within the basket wires. The unraveled coils extended 2mm from the basket connector. The catheter length between the end of the shrink tubing and the basket connector measured 21mm. The ptd basket was able to be retracted back into the sheath, although slight resistance was met. Functional testing was performed by attaching the ptd catheter to the rotator and pressing the black on/off power button. When the rotator was turned on the basket rotated as expected. The rotating was slightly erratic due to the defect in the catheter body. A device history record (DHR) review was performed on the ptd catheter and no relevant manufacturing issues were identified. Other remarks: the instructions-for-use (IFU) provided with this product provides guidance on the use of this product and warns the user to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment that the catheter assembly is not to be advanced forward during activation. It also states that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and recommends a limited activation time of 30-60 seconds. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2 cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. The reported complaint for the ptd catheter being damaged was confirmed through visual examination of the returned sample. The coils of the catheter body were unraveled and deformed adjacent to the basket connector. This type of damage is typical of the catheter getting caught within the vessel during use. A DHR record review was performed on the ptd catheter and did not reveal any manufacturing issues. Therefore, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer reports that when the physician pulled the wire back, the device kinked on itself. The wire would not exit the lumen and the physician was forced to gain a second access to complete the procedure which was already almost completed. No patient injury or consequence reported. Therapy was delayed/interrupted as a result of the alleged issue.